Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that 6.287 refobacin bone cement r 1x40g, reference 3003940001, lot number a748ca0806 were manufactured on 23. April 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, it was found that the inner aseptic packaging is opened on the corner. This event concern 2 products.

Event description:
It was reported that during the surgery, it was found that the inner aseptic packaging is opened on the corner. This event concern 2 products. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event was unable to be confirmed. The review of the device manufacturing quality record indicates that (B)(4) refobacin bone cement r 1x40g, reference 3003940001, lot number a747da0213 were manufactured on 13 april 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 complaints (including the current complaint) on the issue have been recorded for refobacin bone cement r 1x40 g, reference 3003940001, batch a747da0213 within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.